Event description:
Procedure: gastric band. According to the rptr: the surgeon said during the procedure the instrument would lock up. He attempted to use three surgidac sutures. He finally opened a new instrument to correct the problem. There was no pt injury. There was a 10-15 min delay in surgery time. No other info was available.

Manufacturer narrative:
(B)(4).